Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient could not charge the ins, so it depleted and now cannot be read by the tablet. Passive recharge was tied, and though the controller showed 100 the ins would not charge. The rep stated the screen never told her to wait 10 minutes. Another attempt showed only the poor coupling screen. There was no available replacement equipment to try. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain. On (B)(6) 2019 additional information received from the patient on (B)(6) 2019, that the device would not charge again. On friday prior to the report, the patient could not connect to charge the implantable neurostimulator (ins). The patient reported seeing passive recharge mode screen and no device found screen, but it won't pass that. It was reported that the patient's ins was depleted. Additional information received from a healthcare professional (hcp) and manufacturer representative (rep) on (B)(6) 2019. The hcp reported the battery was depleted and they could not get it charged back up. Therefore, they could not put the patient's ins to MRI mode to verify eligibility. Troubleshooting step were carried out with the rep and the patient using the patient's controller, the rep's controller, and the replacement recharger. The rep tried to connect to the device using either controllers, but they encountered screen 16. When the rep presses either 'try again' or 'charge', it would look for the device and eventually find its way back to screen 16. The rep took out the controller battery and re-inserted it. At this point, the screen say 'set up for implant/trial/clinician'. The rep tried pressing implant as well as clinician, and the same occurs - could not pass screen 16. The patient tried to get to tech mode, but could not get to the 'inlock' screen. The rep further tried interrogating the ins with the tablet and was unable to connect. On (B)(6) 2019, the reported followed-up and reported that the last time the patient felt the stimulation was on saturday - (B)(6) 2019. Furthermore, on (B)(6) 2019, more troubleshooting steps were carried out in order to reach physician mode reset (pmr) or tech mode. Using the patient's controller and recharger, the rep was able to get to pmr and start a session. Al (antenna locate) readings were as follows: 82-98-100 with pressure on ins. Later on, the numbers were fluctuating between 60's-90's, but mainly in the 90's. They tried extra antenna and were no getting 59-100-100. It was noted when the patient began the session with the controller, the controller battery was a bit lower, then the lithium battery was swapped for more troubleshooting. It was further reported, after going through 7 - 10 minutes of passive recharge modes recharges, it was still unable to connect with the ins. The rep noted that the ins was not deep and it can be felt. Upon after the 7th 10 minutes passive recharge mode, an attempt to lock the controller to try to disable. However, the device continued to show 'implant/trial/clinician' screen, was unable to lock the screen, and could not communicate with the implantable neurostimulator (ins). Us ing the rep's controller resulted to the same issue, no device found screen, and unable to pair. More also, the rep reported that there were communication issues in (B)(6) and airport security on (B)(6) when the ins stopped working (possible discharge). There were no further complications or anticipations reported with this event. On (B)(6) 2019 additional information received from a manufacturer representative (rep) on (B)(6) 2019. More troubleshooting steps were carried out and the rep was able to successfully enter tech mode. The rep would be meeting with the patient. There were no further complications or anticipations reported with this event. On (B)(6) 2019 additional information received from a manufacturer representative (rep) on (B)(6) 2019, all issues were resolved. The rep noted that she was pressing the buttons too quickly on the controller. She was able to disable and re-enable the device, paired the controller, and the patient was at 80% charge level. There were no further complications or anticipations reported with this event.